Event description:
Connector tubing from device to endoscope pops off during high level disinfection. There is no alarm that tells the user that this has happened thus the endoscope may be removed from the machine at the end of the cycle without the user knowing that disinfectant has not flushed thru all channels. This could cause a cross infection.